Manufacturer narrative:
Evaluation summary: no x-rays and surgical notes were provided to study the fixation and surgical technique followed. Further investigation could be done if x-rays and products are returned. However, with the available information, a definitive cause for patient's instability and pain cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised for pain and instability.